Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as of the date of this medical investigation, the requested clinical documentation including radiologic imaging, surgical technique, or operative reports, has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the reported event. The patient impact beyond the reported events including the revision/replacement of components cannot be determined and the patient current health was not provided. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components can occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: e4 (the healthcare professional in italy did not submit a facility report directly to FDA).

Event description:
It was reported that, after partial knee replacement was performed on (B)(6) 2019, the patient experienced patellar component loosening. This complication was treated by performing a revision surgery on (B)(6) 2023, in which the implant was replaced. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Nca: (B)(6). Report number: (B)(4).